Manufacturer narrative:
The hill-rom technician found the brake/steer casters were not holding. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the brake/steer casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report for a hill-rom technician stating this brake/steer casters were not holding well. The bed was located at the account. There was no patient/user injury reported. This report was file din our complaint handling system as complaint #(B)(4).